Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.0/2.0/077 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. The exchange lens was implanted vertically. Cause is reported as unknown.

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).